Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was reading inaccurately compared to the same meter, and inaccurately high compared to her feelings or normal results. The patient was not available for follow up questions. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred 1 month prior to contacting lfs in the mid afternoon. The patient reported readings of ¿46, 69, 102, 227, 569 mg/dl¿, ¿hi vs 189mg/dl¿, ¿105 vs 405mg/dl¿ and ¿477 vs 89mg/dl¿ were obtained. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=20% or <=20mg/dl when obtained within 20 minutes. The patient stated she believed the readings of ¿569, 477 and 277 mg/dl¿ were inaccurately high compared to her feelings. The patient reported using a combination of lantus and humalog insulin and refused to report the dose. The patient reported in response to the alleged issue she increased her usual dose of medication on an unknown date and time and ¿passed out¿ due to hypoglycemia. The patient reported on ¿monday or tuesday¿ in the mid afternoon she went to the emergency room and was given a glucagon injection by an healthcare professional (hcp). At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing. The patient was found to be using an approved sample site and the correct testing steps. The patient¿s test strip vial was in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. Although the linkage between the alleged meter readings and the alleged injury remain unclear, despite repeated attempts, the patient was not available for additional information. This complaint is being reported because the reporter claims due to the alleged issue the patient required treatment from a healthcare professional for severe hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/01/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/23/2013 and 10/25/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.